Event description:
The customer reported the evis exera iii xenon light source front panel is blinking. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the main lamp was recently replaced with an olympus lamp. Tac confirmed that the socket was properly positioned and instructed the customer to remove the main lamp, heat sink, and turn the light on. Afterwards, the spare lamp was able to light up. The customer put the main lamp back in and the front panel was no longer blinking. In addition, the main lamp switches on and the issue was resolved. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Though the phenomenon was resolved via troubleshooting, it is likely that the cause was due to an inappropriate position of the socket. Olympus will continue to monitor field performance for this device.